Manufacturer narrative:
Patient death was classed as non-cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the event as death, vascular. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute integrity drug-eluting stent was implanted in the lad. Approximately 9 months post procedure, patient suffered a sudden cerebral hemorrhage and died the same day. The investigator assessed event is not related to the study device but is possibly related to the anti-platelet medication.